Event description:
Note: this report pertains to the first of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2011-00568 for the associated device report. It was reported to boston scientific corporation on (B)(6), 2011 that two resolution hemostasis clipping devices were used to treat a bleed in the stomach during an esophagogastroduodenoscopy (egd) procedure on (B)(6) 2011. According to the complainant, during the egd procedure, the technician attempted to deploy the first resolution clip onto the target tissue; however, one of the prongs did not close onto the tissue and bent backwards. The bent clip released from the catheter and fell into the patient. A second resolution clip was used, however the same issue occurred. The bent clip released from the catheter and fell into the patient. Both devices were not retrieved from the patient. The procedure was completed with another manufacturer's heater probe without complications. The patient was reported to be "fine" post procedure.

Manufacturer narrative:
The complainant indicated that the device was left inside the patient to pass naturally and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.